Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis without a stent and a stent protector. The distance between the distal to proximal markerbands was measured, and the result was within alignment with the stent length of the complaint device. This result was within the maximum crimped stent length measurement. The balloon was reviewed via scope, there was no stent on the balloon. The balloon did not appear inflated/deflated with folds tightly wrap and crimped stent markings on balloon. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination, it was noted there was bunching/accordion of the dstal inner 80mm proximal to distal end of tip and stretching of the shaft polymer extrusion 4mm distal to port weld. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 33mm in length, eccentric, de novo target lesion contained a <45 degrees bend and was located in the non-tortuous and severely calcified left circumflex artery. After pre-dilation was performed, 4.00 x 38 and 2.50 x 20 synergy drug-eluting stents were advanced to treat the lesion. However, the devices failed to cross the lesion and one of the struts was damaged due to the manipulations during delivery. The stents were removed from the patient's body with no complications. Subsequently, two synergy stents were implanted overlapping each other. After post dilatation, an edge dissection was noticed which resulted in no reflow and caused patient deterioration. On the following day, a procedure was performed using a cutting balloon catheter and the patient recovered. No further patient complications were reported.